Manufacturer narrative:
A new device was successfully implanted and the chronic rv and ra leads remain implanted. To date, the explanted device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. The device memory revealed ra impedance measurement were out of range a visual inspection of the device revealed that the ra set screws operated normally. The device was then subjected to a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device did not have any characteristics that would have resulted in the issues observed clinically.

Event description:
Boston scientific received information that during routine device replacement, this implantable cardioverter defibrillator (ICD) was connected to the existing leads. Upon low voltage testing, high atrial pacing impedances greater than 2,000 ohms were noted. A lot of noise and far-field r-wave sensing was noted on the atrial electrogram. The atrial lead was disconnected and ensured there was no blood on the lead or in the port before reimplanting the lead into the device for further testing. The measurements remained the same with atrial impedances greater than 2,000 ohms. To determine if this was a lead fracture or device issue the lead was then disconnected and tested through a competitor analyzer. Measurements on the analyzer were within normal range. It was then suspected that there may be an issue with the device atrial port and the decision was made to test the ra lead in the rv port to see if this would give normal measurements. The ra lead measurements were normal in the rv port, indicating further issue with the ra port. The rv lead was then placed into the ra port and displayed measurements greater than 2,000 ohms. This then confirmed that there was an issue with the ra port. The ra port was then flushed with saline to remove anything from the port that could possibly be causing the issue. After flushing the port and reconnecting the ra lead to the ra port, measurements were still not felt to be optimal. The final decision was ultimately made to replace the device. When the new device was connected to the existing leads all measurements were within normal range. The attempted device was returned for analysis. The chronic right ventricular and right atrial leads remain implanted with the new device. No adverse patient effects reported.